Manufacturer narrative:
Pending evaluation.

Event description:
As reported by the legal brief, approximately 10 years post initial bilateral tka, the female patient was diagnosed with loosening of her right total knee replacement and osteolysis and underwent revision surgery. During the revision surgery, patient's surgeon noted, "the patient was noted to have aseptic loosening of the femoral component and marked osteolysis," and "there was noted to be wear of the liner." As a direct, proximate result, patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. As of note: "left knee revision previously captured under (B)(4)".

Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of loosening, osteolysis, and prosthesis wear. The aseptic (non-infected) loosening and osteolysis was likely the result of an insufficient bond between the implant(s) and the bone. The tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation. Data added to d8. All fields in section f10 should be blank: this is a manufacturer's report.